Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.50/2.0/092 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced during initial surgery on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "the lens got stuck on the injector during the implantation process and the lens was accidentally pulled out while adjusting."